Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message which signals a condition occurred from which the device has the potential to run without user activation. Additionally, the motor was discovered to be burnt. There was no patient involvement, and there were no user injuries or adverse consequences.